Manufacturer narrative:
A product investigation was performed. The investigation has shown that the nose on the handle is broken off and the fracture zone is completely flattened. The review of the production history revealed that this insertion handle was manufactured in oct 2015 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and we can only assume that high applied torsional force caused this damage. Dimension could not be verified due to the damage incurred. Although the exact cause cannot be determined, this complaint condition is likely a result of method of use, the complaint is determined not to be a result of a detected product related deficiency. No product related issues identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). The subject device has been received and is currently undergoing investigation; the results are pending completion. A device history record review was performed for the reported subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: oct 2, 2015. The review showed that there were no issues during the manufacture of the product lot that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2017, the small tooth tip of the insertion handle that engages to the expert lateral femoral nail (lfn) broke. It was further reported the instrument broke during normal use. The surgery was prolonged approximately 10 minutes due to the reported event. There is no information available for reporting regarding the surgical outcome and patient condition. Concomitant reported part: 1x unknown lfn nail. This report is 1 of 1 for (B)(4).